Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned product found that the fiber was received in one piece. During functional testing, light from the sma connector was distorted, and the face had burn marks. This indicates a fracture within the connector.

Event description:
It was reported that light trail reusable fiber was returned to boston scientific without initial reporter and performance allegation information. Analysis of the returned device identified that the fiber tip was degraded, there were burn marks on the connector face and there was found a fracture within the fiber connector.